Manufacturer narrative:
D6b: the explant date is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During implant, the 5.5 device would not make the turn from the axillary artery into the subclavian. The physician decided to use 035 glide advantage to place device. The device was advanced without issue over the new wire.

Manufacturer narrative:
A3: corrected the date of event. Section d1 brand name corrected. E2403 and f26 is no longer appliable to this report. B5 clinical narrative updated and h6 codes updated.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 66-year-old female patient presenting with cardiomyopathy, with a pre-support clinical condition consistent with scai shock stag e, and a history of known coronary artery disease and diabetes mellitus. During insertion, the impella 5.5 initially would not make the turn from the axillary artery into the subclavian artery due to vessel tortuosity. The physician elected to use a 0.035-inch glideadvantage wire, which provided improved support and allowed successful advancement of the device. Pump flows were within normal limits. Following implantation, an elevated plasma-free hemoglobin (pfhgb) level of 70 was noted. The care team was aware and planned to obtain a stat echocardiogram. The team also considered that the elevated pfhgb could have been influenced by concurrent dialysis therapy. While in the ICU, the patient became frustrated with the presence of multiple lines and monitoring equipment. The patient forcefully removed her gown and electrocardiogram leads and, in the process, pulled the impella 5.5 out of the heart and continued pulling until the axillary graft was completely detached, resulting in device removal. Nursing staff immediately applied pressure, and the patient was taken emergently to the operating room for axillary artery repair. The patient tolerated the surgical repair well and survived to explant. Hemolysis may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as critical illness, underlying cardiogenic shock physiology, renal dysfunction, dialysis, and transient device-position¿related factors. The major bleed is consistent with access-site complications related to surgical axillary implantation and traumatic device dislodgement, requiring emergent surgical intervention for vascular repair.

Manufacturer narrative:
B1 (is adverse event) and b2 (is required intervention) has been added as these were omitted from the initial medwatch. This medwatch was a serious injury complaint. Difficult to advance: the cause of the delivery issue could not be determined without returned product information and sufficient clinical details. Hemolysis / mechanical interaction with blood: the cause of the hemolysis issue could not be determined without the returned product for investigation and sufficient clinical details, including data log. Device in wrong position: the cause of the positioning issue was most likely user-related, as the patient forcefully pulled out the device due to frustration, based on the clinical details. Major bleed: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
A3: corrected the date of event. D6b: added explant date. H6: added codes based on information in the complaint file.